Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. It was discovered that the gray part that holds the threads in place was cracked while using the acrobatic stabilizer, so a new device was sent out and the operation was successfully completed without problems. Patient was not affected.

Manufacturer narrative:
Trackwise ID: (B)(4). Corrected: h3: device evaluated by mfg from ¿no¿ to ¿yes.¿ the investigation has been started since the complaint was received; the following contents have been conducted: 1. Analysis of production records (3331): DHR review, the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. All the products passed 100% visual and function inspection, which demonstrate the housing mount has no flaws/crack etc. Appearance defect, and all the products were simulate to be fixed on the blades by locking the jaw with no breakage. 2. Trend analysis (4110): trend review, in the last 12 months, 12th apr 2021 to 12th apr 2022,the occurrence rate is approx. 0.044% which is under anticipated occurrence rate. 3. Device was received and evaluated as following (4102, 4105, 4109, 4111): 1). Physical and dimension was checked following maquet drawing specification requirements. No deficiency or nonconforming to drawing specification was observed. 2). Retained samples were evaluated for the functional tests following product specification requirements and in process test procedures. All the tests passed without any failure. 3). Raw material (resin) was investigated by reviewing the raw material coa, ir spectra test, glass fiber content test, and tga+dsc test (by 3rd party lab). There is no abnormal indicated. 4). Maquet assembly process was investigated including the pilot crimping assembly and stop bracket and lever grip assembly process where is suspected to be with risk of initiating external stress to the housing mount anterior portion. The review did not indicate any risk of maquet assembly process. 5). Sterilization process was reviewed which is suspected to be with risk to make the plastic part degradation, there is no abnormal for the irradiation dose and sterilization process of supplier, the 3rd party lab tga+dcs test did not observe the degradation as well. Sterilization is not indicated to be the root cause. 6). Solvent using was investigated including the processes of injection supplier, maquet, transportation and customer side. The evaluation did not indicate special solvent was used. 7). Storage and transportation environment was investigated, no abnormal was indicated. 8). Device locking mechanical was analyzed including the jaw locking force test, mount breakforce test, locking device evaluation. The result indicated the housing mount would be fractured by pulling with extreme high force, and locking device sharper edge marking was observed on the returned device, which would initiate higher stress to housing mount. The failure occurred during customer using, it cannot confirm if the procedure followed IFU or not. In the case unintended force or special shape of the device used during operation, the housing mount would be exposed to high external stress, which would contribute to the fracture. 9). 3rd party lab test was performed for evaluation of the plastic pat, the result indicated there is residual internal stress on the returned parts. The high residual internal stress would be released under the impact of high external force and result in plastic part fracture during using. Summary, based on the investigation, the most probable root cause for the housing mount fracture at customer side, is residual internal stress in the plastic part released under the impact of high external force or variations of locking device during customer using and result in fracture. There is no impact or harm to patient, the occurrence rate is under anticipated level, the failure can always be identified by the doctor before using on a patient or during set up of the device as the IFU warning and precautions indicated: "perform the anastomosis only when the stabilizer foot is properly seated on the epicardium and adequate stabilization of the surgical site is achieved.", so no fca is needed. Internal improvement for the reported/analyzed failure mode(s) has been maintained and documented under maquet's corrective action and preventive action system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #(B)(4).

Event description:
N/a.